Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited inside of light guide lens had foreign objects, server plug-in (z-block) had foreign objects and adhesive around objective lens had wear. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the adhesive around objective lens had wear was cause traced to component failure and for inside of light guide lens had foreign objects and server plug-in (z-block) had foreign objects was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.